Event description:
Male pt with past medical history including multiple cerebrovascular accidents (cvas), hypertension, chronic urinary tract infections (utis), epilepsy, atrial-fibrillation, and congestive heart failure. The pt was admitted with fever, sepsis, and a misplaced foley. The patient was admitted from a nursing home and is non-verbal and has decreased responsiveness at baseline. He was intubated on admission and he had an oximeter in place. At some point, the oximeter probe was placed on his forehead. Eleven days after admission, the probe fell off and the nurse noted that there was a stage 2 pressure ulcer on the forehead where the probe had been. Wound ostomy nursing was consulted and the probe location was changed. The wound ostomy care nurse saw the patient a day later and the pressure ulcer was determined to be stage 3.